Event description:
According to the initial reporter: incident with a vena stent migrating. I was at (hospital) today and, in passing, (physician) told me that he removed a stent that migrated to the patient's pulmonary artery. The original stent was placed at pulse vascular in (hopsital) in 2021. I am working on finding out the lot number and the physician who initially placed the stent. The patient returned to pulse vascular but because it¿s an obl, they referred the patient to (hospital) for retrieval in case there were any complications. The device did make patient contact. The stent was retrieved successfully with no known complications. The stent is not available for return. Per rep's email: after speaking to the physician at pulse vascular, it seems the stent migrated due to a trauma. The patient suffered a broken femur and had surgery. The migration was noticed on a scan post trauma. I am still trying to gather information but thought that the fact that it was a trauma was significant. The stent was originally placed (B)(6) 2022 by (another physician) at pulse vascular and the stent was removed on (B)(6) 2023 by (physician) s at (hospital).